Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an unexpected restart alarm and an external ram crc error alarm on the insulin pump. Customer had the external ram crc error alarm twice in the alarm history. Customer was assisted with clearing the alarm. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred after the customer inserted a new battery. Customer stated that he was able to get the pump back up and running. Customer also put in a new infusion set. Customer was advised that the pump will be replaced. In a recent call, the customer's wife mentioned that he may not be put back onto his insulin pump due to having dementia.